Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 870 mg/dl. The customer treated with backup plan and high blood glucose still continued. The customer was admitted to the hospital. Customer's blood glucose at time of hospitalization was 870 mg/dl. The customer cause of hospitalization was high blood glucose and diabetic ketoacidosis. The customer was treated with insulin drip in intensive care unit and hydrating him. Customer was wearing the pump at time of hospitalization. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with health care provider concerning unexplained high blood glucose.